Manufacturer narrative:
Investigation summary bd received 2 photos for investigation. The photos were reviewed and the indicated failure modes for separates and incorrect count were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes separates and incorrect count. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® urinalysis transfer straw kit the cannula separated from the straw on two devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® urinalysis transfer straw kit the cannula separated from the straw on two devices. No adverse impact was reported regarding the patient or user.